Event description:
(B)(4). I had essure for three years. During this time I experienced chronic depression, joint /bone pain, back pain, nausea, headaches, unexplained rashes, itchiness, internal inflammation, fogginess, and vaginal discomfort. I had essure removed three months ago and since the removal I no longer experience the symptoms previously listed. During these past three months there has been no changes in my diet or lifestyle. The only significant change has been the removal of essure. I am convinced without a doubt that essure was the source of all the symptoms I experienced.